Event description:
It was reported that there was a history of atrial lead warnings and low impedances. It was also noted that impedances were varying. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a history of atrial lead warnings and low impedances. It was also noted that impedances were varying. It was further reported that the lead continues to show low impedances and the lead is unable to be programmed unipolar due to noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.